Event description:
It was reported that patient had surgery on (B)(6) 2013 and presented to the ER two weeks later with a fever. Post op surveillance noted serious drainage from centralized tract. Initial I&d on (B)(6) 2013 noted tissue necrosis between rotator cuff and humeral head. Anchor suture material removed at that time. Patient continued to have serious drainage. Returned for second I&d on (B)(6) 2013. All cultures returned negative.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not return the device.